Manufacturer narrative:
(B)(4). This is a report of a use error, where a patient improperly disconnected the patient line from the transfer set which is a known cause of the reported alarm. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly disconnecting during emergencies. Also, it provides step-by-step instructions for returning to therapy after the emergency disconnect procedure. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on the homechoice device during drain five of five in peritoneal dialysis. The patient was connected at the time of the alarm. The patient disconnected in drain five to answer the door without using proper disconnect procedures. A system error 2240 occurred and then the patient reconnected. The technical service representative explained air detect alarm and the need to end therapy. The patient will finish with an ultra bag exchange. The technical service representative reviewed proper procedures with the patient. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.